Event description:
It was reported that the pump battery could not be charged using the tandem-provided charging supplies. There was no reported impact to the customer's blood glucose level. The pump was able to be charged successfully with secondary charging supplies.